Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized and in a coma. It was reported that customer's blood glucose was 10 mg/dl. Customer was found unresponsive eith a glucagon shot next to him. The cause of customer's low blood glucose was unknown. Customer was still hospitalized in a coma at the time of call.